Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their doctor pulled a carelink report and it showed that the insulin pump had only been used 4 times. The customer¿s blood glucose level was 353 mg/dl at the time of the call. The bolus history was reviewed and a 14.2 unit bolus was recorded within the last 20 minutes prior to the call and the customer had not programmed the bolus. Troubleshooting was not completed as the pump was returning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored five days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. Pump passed the delivery accuracy test.